Event description:
Caller reported an issue with the pump's incorrect time display, which was greater than a 5-minute discrepancy. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised monitoring for any recurring discrepancies, with the caller understanding and acknowledging the instructions.